Event description:
It was reported that during a remote follow up, noise was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the noise resulted in oversensing and inappropriate automatic mode switch (ams). The patient was in stable condition.